Manufacturer narrative:
A tear was found in the unexposed portion of the soft cannula. Liquid was observed to exit the tear, causing an insulin delivery failure. Corrosion was found on several internal components, including pcba and batteries. Sma wire resistance was found to be out of specification. And all three batteries were depleted. Observed deficiencies were caused by the tear in the unexposed portion of the soft cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported, that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl), while wearing the pod on the arm between 4 and 24 hours.